Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a calcified and 99% stenotic artery. The physician advanced the 3.0x20mm quantum maverick balloon to the lesion and inflated it to 18 atms and it ruptured. There were no patient complications. The procedure was successfully completed with another 3.0x20mm quantum maverick balloon. Patient status is reported as "good".

Manufacturer narrative:
.